Event description:
New information received notes the patient condition was stable.

Manufacturer narrative:
Additional information: patient condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate automatic mode switch on the implantable cardioverter defibrillator(ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information received notes programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Additional information: b5 and h6.